Event description:
During patient support, the right side flow went from 4.5 l/min to approx 1.5 l/min and high pressure/low flow alarms occurred. A back-up console was used with no impact on the patient. The console was examined and no problems found. It appears to have been patient-related.